Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an insyte autoguard bc device with the needle piercing through the catheter tubing approximately ½ inch above the nose of the catheter. There appears to be bodily fluids in the catheter tubing, which indicate that the damage likely occurred during the insertion process. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. The IFU(instructions for use) indicates that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc blu 22ga x 1.0in product malfunctioned. The following information was provided by the initial reporter: product malfunction. Had to clean up mess and replace. *photo provided with f/u query and no other information will be made available.